Event description:
It was reported to philips that the system's suite computer was not booting properly, preventing a full system boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) conducted an onsite visit and confirmed that the system is not booting up correctly. After reviewing log, it is found that malfunction on x-ray-pc. Fse confirmed the x-ray pc won't boot even after software reload, and imaging is unavailable. To resolve the problem, fse replaced x-ray pc and reloaded the software and return the part for further analysis, and it showed that the hdd & ssd are missing. After replacement of x-ray pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.